Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: her daughter had a high bg last night, 600mg/dl with symptoms of excessive thirst and mild headache. Mom reports no site/set issues, and no changes in health, diet or activity. Mom changed out site and gave correction bolus via syringe. Customer technical support (cts) reviewed the pump with mom: no relevant alarms, total daily dose, basal, bolus and prime histories are adding up correctly. Confirmed all settings in pump are set as desired. Advised mom to talk with health care provider about possible setting adjustments as patient is (B)(6) and has started puberty and menses in the last month. The patient is now off the pump and on a back up plan. This complaint is being reported due to allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.